Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was frayed. The drive cable was frayed. One grip close cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instrument's tube extension pad printing was removed. There was a small area with pad printing removed 0.049 x 0.036. Failure analysis concluded that the pad printing removal was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that in central processing, it was noted that broken pulley wires were noted on the monopolar curved scissors instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.